Manufacturer narrative:
(B)(4). Should additional information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 alarm (air in set/line) occurred on the homechoice device. This event occurred during dwell four of four. The patient was connected at the time of the alarm. There was nothing found during troubleshooting that would cause or contribute to the alarm. The technical service representative assisted the caregiver in ending therapy. The technical service representative reviewed proper procedures with the customer. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection performed with naked eye and magnification did not identify any abnormalities that could have contributed to the reported condition. Functional testing performed included leak testing (eight psi underwater pressure test with lab connectors attached), clear passage test, clamp function and device-device interaction testing (sample ran on machine). The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.